Manufacturer narrative:
The meter and test strips were provided for investigation and were tested using a high-level control sample. Testing results (qc range = 2.5 ¿ 3.9 inr): qc 1: 2.8 inr, qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination test strip lot - qc lot; all measurements were without error messages. The results mentioned by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. Medwatch fields d9 have been updated.

Manufacturer narrative:
Coaguchek inrange serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek inrange meter, serial number (B)(6). At 9:00 pm the meter result was 4.2 inr. At 9:06 pm the meter result was 3.2 inr. At 9:12 pm the meter result was 3.6 inr. At 11:00 pm the result from the laboratory was 3.3 inr. The customer's therapeutic range is 2.0-3.0 inr.